Event description:
It was reported that during a device change-out due to normal eri, upon interrogation prior to procedure increased thresholds were noted on rv lead. The physician elected to cap and replace the lead. The patient was stable before, during and after the procedure.